Event description:
It was reported that the user experienced concerns about low blood glucose overnight and a new sensor reading discrepancy, where the ilet displayed 85 mg/dl while a contemporaneous fingerstick measured 125 mg/dl, and the device data showed no low glucose events since an earlier date with more frequent high readings; the user also reported a lowest glucose of 81 mg/dl and uncertainty about target ranges. Symptoms included perceived hypoglycemia without loss of consciousness, seizure, or need for assistance. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of synced device data and user reports, and assignment for additional training to discuss sleep target and glucose ranges. Investigation of this case revealed sensor-reported glucose inconsistent with capillary measurement and no corroborated low events in device records. It was concluded that the cause of the reported hypoglycemia concern was unclear, and the issue was likely related to sensor accuracy rather than the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.